Manufacturer narrative:
The device was not explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2014, the patient heard some noise for some minutes, followed by no longer having access to sound with his ci. The patient will be re-implanted. No date for surgery has been scheduled yet.